Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a social media complaint which reported what while using the freestyle libre 3 app, a ¿replace sensor¿ error message was received with the adc device. The customer experienced symptoms described as "out of energy and breath, and felt body drop" and received third party medical treatment however, treatment details were not provided. No further information was provided. There was no report of death or permanent injury associated with this event.